Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. While a quotation for pm1 and replacement of oxygen blender board was submitted to the customer, the service was not performed as per the customer's request. The device will be returned to the customer.